Event description:
Caller states the patient tested 7.1 inr and 6.9 inr on the coaguchek system while a comparison lab returned as 3.4 inr. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.